Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert for remote monitoring disabled (rmd). There was a data discrepancy as the elective replacement indicator (eri) date was (B)(6) 2000. Technical services (ts) was consulted, and upon review it was noted that the device appears close to end of life being approximately 10 years implanted. The rmd alert was confirmed by ts, and it was noted that due to the limited amount of data, the cause of the rmd alert is unknown, however, it is possible that the rmd alert was entered due to high battery impedance and the device could possibly enter safety core operation. In addition, an atrial tachy response (atr) episode was observed showing noise in the atrial lead. The device settings show the atrial lead to be configured to unipolar pacing and sensing while the lead model is bipolar. Ts recommended device replacement. No adverse patient effects were reported. This crt-p remains in service.